Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
The end of the drill bit broke when the surgeon drilled for the cephalic screw of the tfna. They were able to remove the broken end of the drill bit from the patient without complication. The surgery was prolonged by 10 minutes because of this incident. An intraoperative x-ray was performed to locate the end of the drill bit. Afterwards, they were able to remove the tip of the drill bit with an instrument. Procedure was successfully completed